Event description:
Patient was revised due to pain and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update (B)(4) 2013 - clinical report was received. Clinical report indicates the patient was revised to address a failed total asr hip. The patient had sclerotic fibro-adipose tissue and chronically inflamed fibrous tissue. Also noted, the patient was experiencing a clunking, clicking, grinding, and popping noise. There is no new information that would change the existing MDR decision.